Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2008, patient underwent right l3-4 and l4-5 microscopic laminotomy and diskectomy and foraminotomies, posterior lateral fusion l3 through l5 using left autologous iliac crest bone graft, placement of epidural catheter. Anterior interbody arthrodesis, l3-4, l4-5 with synthes machined allograft spacers, rhbmp-2/acs and titanium anterior tension band plate for pre-op diagnosis of scoliosis, l3-4, l4-5 lumbar disk protrusions with foraminal impingement and bilateral lower extremity radiculopathy. Per-op notes following exposure of l3-4 and l4-5, the annulus was incised at l4-5. The disk was removed back to the posterior annulotomy. The endplates were prepared and decorticated using the dissector and curettes. A 13-mm machined allograft spacer was selected. The core was packed with rh-bmp2/acs which was also wrapped around the spacer. It was introduced in place with 3 mm of posterior offset. A lumbosacral 41-mm plate was then secured in place with four 26-mm screws which were locked into place. At the l3-4 level, the disk was removed in a similar manner. The endplates were prepared and the 9-mm machined allograft spacer was secured in place with rhbmp-2/acs. A 39-mm lumbar plate was then used to secure the spacer with four 26-mm screws. The entire construct as secured in place, visualized with lateral x-ray. The patient sustained unspecified injuries. On (B)(6) 2014, patient underwent x-ray of lumbar spine. Impression: minimal degenerative anterior spur formation involving the thoracic spine. Solidly healed l3-l5 anterior discectomy and fusion.